Manufacturer narrative:
1. DHR/bhr review (lot#4258137): 1) the products of this batch were assembled at intima ii auto line 4 in (B)(6) 2024 and packaged at cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. The retained sample of this batch is taken for 45psi leakage test, the test result is within the product specifications, no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the patient was diagnosed with acute myeloid leukemia for more than 1 year and 7 months admitted to the hospital for treatment, and was given intravenous fluids using a closed IV needle on (B)(6) 2025, and when exhausting the air, the use of the closed IV needle was found to be leaking at the front connection of the catheter, which made it unusable, and was immediately replaced with a new closed IV needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.